Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: unknown. (B)(4), expiration date unknown(10) lot number unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision of one (1) tfna nail, one (1) tfna helical blade and two (2) 5.0 mm locking screws to an unknown synthes angle blade plate construct on (B)(6) 2018. The tfna construct was implanted in (B)(6) 2017 and subsequently, during follow-up post-operative x-rays after the initial implant, the surgeon discovered that there was non-union in the fracture. As such, the surgeon removed the nail, helical blade and both the 5.0 mm locking screws. All implants were removed intact. The patient was reported to be in stable condition and the procedure was reported to be completed successfully and without any complications. This complaint involves three (3) devices. This report is 1 of 3 for pc-(B)(4).

Manufacturer narrative:
These dates were incorrectly reported as 2/8/2018 in the initial report mwr-26022018-0000062880. The correct date is 2/7/2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.